Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention include aneurysm enlargement, endoleaks and endoprosthesis or delivery system: component migration. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent an endovascular treatment for abdominal aortic aneurysm and bilateral common iliac artery aneurysm using gore® excluder® aaa endoprosthesis and gore® excluder® iliac branch endoprosthesis (ibe). The trunk-ipsilateral leg component moved distally for approximately 1 cm during deployment and there was a bird-beak configuration on the proximal end. The final angiography showed only type ii endoleak. The patient tolerated the procedure. Although no type ia endoleak was found during the initial procedure, a type ia endoleak had been observed over time since then, and the right common iliac artery aneurysm enlarged from 55 mm to 60 mm. Therefore, an additional procedure was indicated. On (B)(6) 2023, a reintervention was performed. An aortic extender was additionally implanted. The type ia endoleak and bird-beak configuration disappeared. No type ib endoleak was found but the right distal landing zone was slightly short (1.5 cm), an iliac extender was implanted to extend the landing zone. The patient tolerated the procedure. The reporting physician commented as follows: since the patient¿s aortic neck was angulated (less than 60 degrees but exact degree is unknown), the trunk-ipsilateral leg moved distally and bird-beak configuration was noted. This probably caused the type ia endoleak. An aortic extender should have been implanted during the initial procedure.